Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010 (patient ID, age, and weight are unknown). According to the complainant, the patient was dilated to 8 mm, however, the dilation was made difficult by the patient's stenotic cervix. The sheath was inserted into the patient with no problems, and no fluid leaks occurred during the hysteroscopy phase. During the procedure, an excessive fluid alarm occurred at three and six minutes into the ablation phase. There was excessive tissue in the purple tubing after each alarm. The tubing was drained, and the procedure was continued. At approximately eight minutes into the ablation phase, a fluid loss alarm occurred. The patient did not move, and no procedural anomalies were observed at the time of the alarm. The sheath was not moved excessively or aggressively. The amount of fluid lost and the rate of loss is unknown, however the fluid level was observed to have dropped quickly. The procedure was immediately aborted, and upon examination, fluid was observed to be leaking from the patient's cervix. A tenaculum and tenaculum stabilizer were used during the procedure, however a vaginal speculum was not. A "sizable burn" was sustained on the side wall of the vagina. Skin was noticed to be sloughing off from the burned area, and silvadene and premarin cream were administered. No further medical intervention was required at that time. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.